Manufacturer narrative:
No sample is available for the manufacturer to evaluate.

Event description:
The event is reported as: complaint description: "staff reported the device broke in half during the procedure. There was no pt injury or medical intervention. All pieces have been retrieved." Pt current condition is fine.